Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the meter information cannot be read by the pump. Customer's blood glucose was over 600 mg/dl at the time of incident and 374mg/dl at the time of the call. Customer treated with insulin. Troubleshooting advised customer that the reason the pump cannot read the information from the meter is due to the radio frequency. There was no further information provided by the customer or troubleshooting and no further high blood glucose troubleshooting was performed.